Event description:
It was reported that the device was explanted after implant duration of zero days. Through follow-up with the health-care provider, it was learned that the device was explanted due to a sizing issue, as aortic regurgitation and paravalvular leak was noted after implanting the valve. The valve was removed and replaced with a larger valve.

Manufacturer narrative:
(B)(4). Sizing issue.device not returned. This event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information and the operative report were received . The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.